Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope had peeling of the curved rubber part. The event occurred during a therapeutic laparoscopic inguinal hernia radical surgery. The procedure was completed using the subject device without any delays. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the bending section cover had fallen off.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The bending section cover had a cut. In addition to evaluation in b5, due to a cut on bending section cover, water tightness was lost. The adhesive on bending section cover had a chip. The bending tube was damaged. Switch button 1 had a scratch. Due to damage, switch button 2 did not work. The video connector case had discoloration. The video connector case had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The universal cord had a scratch. The lock engagement lever had a scratch. The right/left lever had a scratch. Right/left plate had a scratch. The up/down plate had a scratch. Grip had a scratch. The control unit had a scratch. Adhesive around objective lens was peeled. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress from repeated use, external factors or handling. Olympus will continue to monitor field performance for this device.